Event description:
The customer reported that the lp 10 volume ventilator failed to alarm when the pt became decannulated. The pt subsequently died. The customer's biomed tested the device and concluded that the low pressure alarm was improperly set too low to detect a disconnect. The device's alarm was thoroughly tested and passed. The device was returned to the MFR and no defects or malfunctions were found.